Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (B)(6) 2015 due to sever vertigo after bilateral implantation. The patient was administered zofran, ativan, keflex and IV fluids while admitted. The patient was discharged on (B)(6) 2015 and the issue is reported to have resolved. Both implanted devices remain.